Event description:
During procedure, piece of confianza pro 300cm fractured and remained in the stent already placed on previous admission. After several inflations with the balloon, upon pulling wire out noticed wire was fractured and found that there was a piece left, was able to retrieve the rest of the wire. The 0.014 confianza wire was pulled from a viance micro catheter which is inside a trailblazer catheter. Radiologist reviewed images and notes there was no retained device in patient.